Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was hospitalized, placed on medication and in rehabilitation due to dizziness and imbalance issues. The device was tested and adjusted. The device is still in use. No further patient complications have been reported as a result of this event.